Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while the patient was charging the stimulator, it progressed to 90%, but then a message appeared stating that the recharger was not functioning. After that, charging could not continue. When the recharger power lamp was rotating, it was charged on top of the stimulator, but even after the moment sound stopped and charging started, the lamp rotated after several seconds, so the recharger could not be found. The recharger's power button was pressed and held to reset it twice, but access to the stimulator could not be established. Normally, charging proceeds smoothly without issues, but today, despite no body movement, the stimulator could not be charged. The area representative was requested to address the issue. The cause was unknown. Additional information was received from the manufacturer representative (rep). It was reported that the issue was not yet resolved. The patient will take a medical consultation and the device might be replaced if necessary. Additional information was received. It was reported the steps taken to resolve the issue with the recharger power lamp rotating was that the patient visited around (B)(6). They checked the operation procedure with a medical professional. Device was replaced around (B)(6). Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.